Event description:
It was reported that the patient received a "shock" while in the shower and is now very upset about the shock and even having the device. Follow-up was conducted to obtain information on the patient and whether the shock was appropriate or inappropriate, but the attempts were unsuccessful. The device is still in use. No further patient complications noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.